Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by customer that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, one (1) tube due to insufficient vacuum pressure underfilled. The collection tube was replaced, and the sample was collected again. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The retained samples cannot be tested, as they expired on 31 july 2025. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by customer that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, one (1) tube due to insufficient vacuum pressure underfilled. The collection tube was replaced, and the sample was collected again. No adverse impact was reported regarding the patient or user.